Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose was 24 mmol/l and the current blood glucose was 16 mmol/l. Customer treated high blood glucose with the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not stated any symptoms related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that there was leak at the infusion set tubing. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.